Event description:
The right atrial (ra) lead was returned to the manufacturer after being prophylactically explanted during the right ventricular (rv) lead revision procedure. The ra lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018; 3830-69 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.